Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). The 2.50x20mm rx trek balloon dilatation catheter (bdc) was used for dilatation and was inflated once to 12 atmospheres. After dilatation, the balloon was poorly folded and became stuck on the guide wire; therefore both devices were removed. The coronary guide wire was reimplanted and a new balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. In this case, it is possible that sufficient time was not allowed to fully deflate the balloon before an attempt was made to withdraw the device giving the impression of a winged balloon; however, this cannot be confirmed. Possible factors that may contribute to the difficult removing the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported complaints cannot be determined since the device or components were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.